Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the guidewire could not pass through the lead. The lead was removed from the catheter, flushed with heparin to remove any clotting in the lumen. There were no obstructions noted during the flush. However, when another attempt was made to pass the guidewire through the lead, it was unsuccessful. The guidewire used was a new whisper view wire and inspection found no anomalies. A second guidewire (bmw) was used and the same issue occurred. The physician suspected there was damage in the lead's lumen and extracted the lead. A new lv lead was able to be successfully implanted. No adverse patient effects were reported. The products were discarded at the hospital and will not be returned.